Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaks. The customer¿s blood glucose level was 141 mg/dl at the time of the incident. Customer was having trouble removing the plunger from the reservoir also, stated leaked past the second o-ring, it occurred during reservoir change. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoirs test. Found no leakage anomaly during filling. Also performed a manual test to reservoirs and found plungers easy to connect/release from stopper-plungers and did not find any leakage anomaly when removing the plunger. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.